Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") and pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("anxious and depressed"), dysmenorrhoea ("menstrual pain / dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (full hysterectomy / in 2010 undewent ablation) and surgery (underwent supracervical hysterectomy (uterus only)). Essure was removed in (B)(6) 2014. At the time of the report, the genital haemorrhage, depression, vaginal discharge, fatigue and abdominal pain lower outcome was unknown and the pelvic pain, menorrhagia, dysmenorrhoea and vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: confirmed proper placement and full occlusion . Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), pain, vaginal discharge, fatigue, lower abdominal pain", reporter added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses"), depression ("anxious and depressed") and dysmenorrhoea ("menstrual pain"). The patient was treated with surgery (full hysterectomy with removal of the essure on or about (B)(6) 2014). Essure was removed in (B)(6) 2014. At the time of the report, the genital haemorrhage, menorrhagia, depression and dysmenorrhoea outcome was unknown. The reporter considered depression, dysmenorrhoea, genital haemorrhage and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement and full occlusion incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.